Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. No abnormal amplification curve was identified, and the assay is performing as expected with correct interpretations. Population data analysis demonstrates that the clinical specificity / clinical sensitivity rates meets the specifications as defined in the package insert or product requirement. The reported false positive sids were tested on a different platform (genexpert) and gave discrepant results. The different platform has a different limit of detection (lod) when it compares to alinity m instrument. A product deficiency was not identified by this evaluation. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lots 524960. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported seven false positive results for the rsv target on the alinity m resp-4-plex assay. Customer retested the samples because the curve looked unusual to them. The samples were re-run on genexpert, and they were negative. During a follow-up with the customer, the molecular application specialist (mas) identified that the customer ran an environmental swab, and the result was positive. The customer decided to retest on the cepheid, and it was negative. The customer stated they did not release all the results and that only some of the results were released to the physician. The customer reported that one result was released to the clinician, which resulted in a delay of treatment for a patient with pneumonia. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.